Manufacturer narrative:
Initial 3 of 7. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2025, it was reported that the patient faced infusion set cannula is bent upon removal seven times. The infusion set was in use for one day. The patient had high blood glucose which was corrected by correction bolus via pump.